Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Implant date - unknown date in (B)(6) 2009. Concomitant: 00801804003, cocr femoral head, 60932219; unknown, unknown liner, unknown; unknown, unknown stem, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00687, 0001822565 - 2017 - 07762, 0001822565 - 2017 - 07763.

Event description:
It was reported patient experienced progressive right hip pain approximately eight years post-implantation of right total hip arthroplasty. Patient experienced fever, large, edematous and painful right hip thigh and hip. CT scan revealed large periprosthetic abscess extending from hip to knee and ischial nonunion. Subsequently, patient underwent stage I revision; all components were explanted and an antibiotic cement spacer hemiarthroplasty was implanted.